Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.